Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced catheter kinking during infusion. The following information was provided by the initial reporter: the tubing crimps with the power injection.

Manufacturer narrative:
H6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced catheter kinking during infusion. The following information was provided by the initial reporter: the tubing crimps with the power injection.